Event description:
It was reported that there was an increase in the pacing threshold. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.